Manufacturer narrative:
(B)(4). Per photographic evaluation: three photos were provided. Picture one shows an echelon 60 device with batch number of p57m8f. The device is observed with the anvil open, with the firing and closing trigger open and with the knife reversed button up. Picture two shows an open anvil of a device with no reload loaded. Picture three shows the handle of a device with the firing and closing trigger open and with the knife reversed button up. Based on the photos provided the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, manual knife reverse switch)? Did the jaws eventually open?

Event description:
It was reported that during a vats procedure, after firing can not open jaw in case. There were no patient consequences reported.

Manufacturer narrative:
Product complaint(B)(4). Batch number p57m8f. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.